Manufacturer narrative:
Batch review performed on 10 july 2017. Lot 151199: (B)(4) items manufactured and released on 13 october 2015. Expiration date: 2020-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection was superficial. The surgeon swapped the poly. The surgery was completed successfully. X-rays and explants are not available.